Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9141578. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the device submitted. Based on their evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd nexiva is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: nurse of the CT department of the hospital punctured the patient on (B)(6) 2019, and the doctor took CT photos. During the operation, the flow rate was 2.5. During this period, the tube burst and the needle had to be extracted for re-puncturing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: nurse of the CT department of the hospital punctured the patient on (B)(6) 2019, and the doctor took CT photos. During the operation, the flow rate was 2.5. During this period, the tube burst and the needle had to be extracted for re-puncturing.